Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the representative booted on the system, the imaging acquisition system was still initializing and connected to the mobile viewing station when he disconnected the mobile viewing station and brought it into another room to grab patient information. Upon returning to the imaging acquisition system, the battery looked like it was half-way depleted (it had been unplugged for 45 min-1 hour). He then started training a colleague at this point and was showing the battery life of the mobile viewing station to which it shutdown (he believes that this was pre-mature). He then plugged it back into the wall, waited 60 seconds, and turned the system back on. At this point he reconnected the imaging acquisition system to the mobile viewing station and received an "unable to connect to calibration file, restart the system before using" error. He restarted the system and did not receive the error again. There was no patient present.